Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: ¿ was the seal of the box still intact when the sales unit box was opened?=>yes. ¿ will the 9 devices be returned for evaluation?=>yes. The following information was requested, but unavailable: ¿ was the sterility of the individual products found to be compromised?=>unk. Investigation summary ==> visual inspection was conducted on samples that pertain to product code 1961, lot tdb6001. The ethicon san lorenzo team performed a further analysis in nine pouches foils to determine if the complaint represent a defect/or a process deviation. According to the results: it was found that the pouches were scratched. However, in the inspection of the damage under magnification, it was determined that the sterility barrier was not impacted. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing record evaluation was performed and identified a non-conformance, which was raised to address the event reported. The necessary actions have been taken to address the issue. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. When opening the package, it was found that there were only 9 products in the box though it should have been 10. Also, each package had what appeared to be a vertical scratch. No adverse patient consequences were reported. Additional information was requested